Event description:
It was reported that the radio frequency (rf) head gave some kind interference on the electrocardiogram (ECG) of the programmer. The phenomenon disappeared when another rf head was used. Another programmer was used with the same rf head and the same issue occurred. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not reproduce the complaint of the customer, the device is mechanically intact and passed all incoming functional tests. (B)(4).